Manufacturer narrative:
Additional information was received on 08-may-2023. It was confirmed that the patient did not require extended hospitalization because of the adverse event. A transseptal puncture was performed with a radiofrequency (rf) needle. Therefore, the concomitant product section was updated. No evidence of a steam pop. An irrigated catheter was used in the event, the flow setting was pre 0sec, post 2sec. The correct catheter settings were selected on the generator and the pump was switching was from ¿low¿ to ¿high¿ flow during ablation. Force visualization features used were dashboard, vector, visitag. Tag index was used. The physician¿s name was provided. Therefore, section e. Initial reporter has been updated. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation on 09-may-2023. A visual inspection and revision of all features were performed following bwi procedures. The evaluation was completed on 25-may-2023. It was reported that a patient underwent a cardiac ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters (stsf). The patient suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was also reported that there was an ablation catheter noise (stsf lot #30991498l) and error 106 (stsf lot# 30980433l). Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and an electrical issue was observed due to an open circuit on the tip area. A manufacturing record evaluation (mre) was performed for the finished device 30991498l number, and no internal actions related to the complaint were found during the review. Based on the mre, the d 4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial; however, the physician's opinion on the relationship between this event and the product was that the doctor did not seem to have any particular strange feeling with the product. No causal relationship is known. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number pc-001331597 has two reports: (1) MFR # 2029046-2023-00953 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheters) (2) MFR # 2029046-2023-00954 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheters)

Event description:
It was reported that a patient underwent a cardiac ablation procedure with two thermocool® smart touch® sf bi-directional navigation catheters (stsf). The patient suffered cardiac tamponade (CT) requiring a pericardiocentesis and prolonged hospitalization. It was reported that there was an ablation catheter noise (stsf lot #30991498l) and error 106 (stsf lot# 30980433l). It occurred at the time of internal insertion after cable connection, 20 minutes after ablation. Cable was replaced but the issue continued. The issue was resolved by replacing the stsf catheter to another one. The procedure was completed without any problems; however, at the end of the procedure, there was a drop in blood pressure and pericardial fluid effusion was confirmed. Pericardial drainage was performed. No ablation was conducted when the error appeared. Smartablate generator setting: ablation 30-40w output. Pre 0 sec, post 2 sec. Temperature cut off 40°c. Ablation index ai 350-560. A noise occurred. In intracardiac only, in carto3 and lab, the stsf catheter was in the patient¿s body at the time of the noise. Blood pressure recovered with drainage, and the patient returned to the ICU. Patient was improving at the time of the call. The physician's opinion on the relationship between this event and the product was that ¿the doctor did not seem to have any particular strange feeling with the product¿. No causal relationship is known. There was no abnormality before using the product. There was an abnormality during the use of the product. Patient¿s medical history include hypertension. The adverse event was discovered post use of biosense webster products. Outcome of the adverse event was reported as improved. Ablation was performed prior to noting CT. The event occurred after the ablation phase. The bad/partial ECG was assessed as not MDR reportable. The risk to the patient is low. The force sensor error was assessed as not MDR reportable. The catheter cannot be used and needs to be replaced. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
E 1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (2) MFR # 2029046-2023-00954 for product code d134801 (thermocool® smart touch® sf bi-directional navigation catheters).